Event description:
Pt was implanted with the depuy pinnacle device in her right hip on (B)(6) 2009. Shortly thereafter she began to experience excruciating pain radiating down her leg from the right hip areas to the knee, as well as a considerable amount of swelling. The leg was becoming increasingly weak, and it was painful to bear weight. In addition, it was extremely difficult and painful to walk, move her leg, or lie down on (B)(6) 2010 the pt underwent a revision of the depuy pinnacle device in her right hip. Metallosis was confirmed during the surgery. Several months later, the pt's right hip dislocated while at home causing her add'l pain and suffering, and necessitating further medical treatment. On or about (B)(6) 2011, while in a standing position, pt experienced another dislocation, and was treated with closed reduction on this date. On (B)(6) 2011, pt underwent another revision of the right hip device, and was implanted with a new device and hardware, consisting of three screws for add'l fixation and support. Pt has undergone extreme physical discomfort and emotional duress directly resulting from the implantation of the depuy pinnacle hip device. In addition, she continues to suffer with limited mobility issues, and intermittent pain, resulting from the numerous dislocations and surgeries she has been forced to endure. This has also caused significant financial duress, which is a continuing factor as well. Reason for use: osteoarthritis of the right hip.